Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that after the patient not charging and maintaining the ipg as recommended, the ipg became inoperable. In turn, the patient underwent surgical intervention to explant and replace the device, which resolved the issue. Therapy was restored post-operatively.